Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Mfg date: device manufacture date: unknown. UDI #: (B)(4).

Event description:
It was reported that the tip of a bd vacutainer® adapter with luer adapter broke off in a patient's PICC line. There was no injury to the patient, but the patient had to have a new PICC line placed.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer returned one photo of the affected device. A photo inspection shows what appears to be a broken object in a PICC port. In review of the photo we are unable to ascertain if the object is a bd luer adapter. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.